Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, while applying the lens, the last haptic became caught in the cartridge. At this stage, the lens could not be applied because the haptic remained caught and was not released despite repeated attempts. When the lens was eventually released, a scratch was discovered on it. Another unspecified lens was then used, with which the procedure was successfully completed on same day. Additional information has been requested but is not available at the time of this report.